Manufacturer narrative:
The reported event of longevity anomalies and early battery depletion was not confirmed. The device was received in normal working condition and at elective-replacement voltage level (eri). Analysis indicated device was being implanted beyond its intended longevity. At this stage, the capacity of the battery is significantly reduced and its voltage level is sensitive to variations in usage as well as parameter changes. These conditions can result in fluctuations of measured battery voltage level, which affects the longevity estimates. The electrical and mechanical test results indicated normal elective-replacement functionality.

Event description:
During follow-up, there was alleged premature battery depletion noted on the pacemaker. No intervention was performed to resolve the event and the patient was in stable condition.

Event description:
New information was received that the device was explanted to resolve the event and the patient was in stable condition.